Manufacturer narrative:
Product reference 4433742 is not cleared for sales in the USA, but it is similar to the product reference celsite 5433742 cleared under #510k: 130576. Batch history review: we have checked the manufacturing file of batch nr 36918645 of celsite access ports which complies with our specifications and does not present any discrepancy. Two other similar incidents have been declared to us from the same end customer on this batch of (B)(4) access ports released in april 2017. Investigation results: we did not receive the complaint sample and the x-ray to perform our investigation. Than we don't have the necessary elements to conclude about this complaint. If we have a new elements we will perform our investigation and conclude about the root cause of this event. Conclusion: without any element for the investigation, we cannot conclude about the root cause of this incident. This type of defect is rare. No corrective action is currently envisaged. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
A leak have been observed in the implanted catheter celsite babyport set. A surgery have been performed and the device have been replaced.